Event description:
Discordant, false reactive antibodies to (B)(6) surface antigen (ahbs) results were reported to the physician(s) for six patients. The samples were run on an advia centaur xp instrument and resulted as non-reactive, but the laboratory information system (lis) interpreted the results as reactive. After reconfiguring the lis, the samples were rerun and resulted as non-reactive. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false reactive ahbs results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered that when the ahbs assay the customer is using (advia centaur (B)(4)) was implemented on the system, the assay parameters were not changed in the customer's lis. A siemens representative did review the parameters for the test with the customer at the time of implementation and the process for implementing new tests was followed. The customer did not change their lis configuration to be compatible with the assay, and the misconfiguration of the lis caused the discordant, false reactive ahbs results. The advia centaur xp instrument performed according to specifications. This instrument is performing according to specifications. No further evaluation of this device is required.